Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a closure of both the left and right slightly calcified common femoral arteries with two prostyle devices using the pre-close technique via a 9f on the right and 8f on the left prior to an interventional abdominal aortic aneurysm procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with both devices. The pre-close technique was abandoned. Direct access was gained through the scarpa and the procedure was completed. Hemostasis was achieved via a cut down and manual suturing at the access sites and pressure bandages at the direct incisions. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose device referenced in b5 is filed under a separate medwatch report number.